Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after a femoral artery percutaneous coronary intervention a angiography was done. An 8f angio-seal device was used to block the blood vessels. After positioning, the collagen sponge was pulled out of the body when the angio-seal main body retreated. The blood vessel occlusion failed. The cue was not heard when the angio-seal body retreated. An ultrasound was performed to locate the anchor. The collagen was outside the arteriotomy. The patient's physical condition is stable. The blood loss was less than 250cc's. The operation was finished successfully after using a angio-seal. Additional information (B)(6) 2018: the anchor was removed from the body. Hemostasis was achieved by oppression. Additional information (B)(6) 2018: the anchor was removed surgically.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.